Event description:
The pump was removed to avoid in-vivo battery depletion. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver fentanyl (500 mcg/ml at 2615.5 mcg/day).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 corrosion or s2 corrosion with mechanical wear. Residue was found on the upper shaft of gear two. Shaft wear was also found on the upper shaft of gear tow after the residue was removed. Residue was found in the upper bridge jewel for gear two.